Event description:
A customer obtained biased ckmb results for a quality control fluid. The event is consistent with a malfunction that could have caused biased pt results, which might lead t0 inappropriate physician action. There was no report of pt harm as a result of this event.